Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-04283 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd solis vip pump sn: (B)(6) was received from the customer. Visual test was performed - found bubbled dso seal and damaged battery compartment. Functional test was performed. Replicated customer's reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repair summary: dso seal, battery compartment replacement.

Event description:
It was stated that ¿sensor membrane detached¿. There was no patient involvement and no patient harm/adverse event reported.